Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. The insulin pump was exposed to high magnetic environment, when customer works in a construction and states there are magnets on site. Customer was able to successfully clear alarm and able to complete rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer performed displacement test and did not completed. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted. No magnetic field exposure or device test failed noted. Motor was tested outside device and passed. (B)(4).